Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd insyte¿ autoguard¿ bc 24ga x 0.75¿ (0.7 x 19 mm) (latin america) leaked blood. The following information was provided by the initial reporter: "*notivisa* safety lock for blood reflux did not work, blood returned."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc 24ga x 0.75¿ (0.7 x 19 mm) (latin america) leaked blood. The following information was provided by the initial reporter: "*notivisa* safety lock for blood reflux did not work, blood returned."